Event description:
A distributor in another country, reported to us that the wrong y-piece has been included in the rt105 adult breathing circuit. This was discovered during their incoming goods inspection. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was not available for eval. An investigation was performed based on a photo provided by the distributor. Results: the y-piece connector in the photo has a pressure port. A lot check revealed that this is the only complaint of this nature rec'd for the given lot number. Conclusion: the y-piece connector should not have a pressure port. The wrong component was packed into the breathing circuit kit during production. It is likely that the wrong y-piece was assembled into the rt105 adult breathing circuit packaging as a result of an improper line clearance during production. Our monitoring and trending of this type of event for wrong component has a rate of occurrence worldwide for the last year of 0.0004%.